Manufacturer narrative:
Patient date of birth and age not available. Patient weight unavailable. The device was evaluated on 17 may 2019. During shaft analysis, severe shape set and crepitus was present the entire length of the shaft, with biological buildup in the blades of the device. The blades were found to be slightly extended past the distal tip of the device (which deemed this event reportable, since there is the potential for serious injury with recurrence). During handle analysis, the trigger pin housing was stuck against the barrel; pieces of trigger housing material was found throughout the handle halves; right and left rear trigger tabs were significantly worn. At first, the device would not rotate. After soaking with re-evaluation on 22 may 2019, the blades would now extend and retract; the shaft of the device still holds shape set, and determined to have heavy biologic buildup within the shaft. An attempt to actuate the device with heavy biological buildup could have caused the trigger to break.

Event description:
A lead extraction procedure commenced to remove 3 leads: two right ventricular (rv) leads and one right atrial (ra) lead, due to infection. Spectranetics glidelight and 11f tightrail devices were used to successfully remove the two rv leads. 11f tightrail device had failed after use, so a 13f tightrail device was used to attempt extraction of the ra lead. The 13f tightrail device progressed through area of adhesions in the superior vena cava (svc), and down to the tip of the j-shaped atrial lead. After trigger had been depressed approximately 20 times, the tightrail started to catch and the trigger became hard to depress, or was stuck in some instances. The sheath was retracted and advanced again with the same outcome, including clicking and crunching sounds with activation of the trigger. Then there was a snapping like sound and the physician removed the tightrail from the body. The blades of the tightrail mechanism were found to be immobile; calcified tissue was stuck within the blade mechanism. The procedure was completed by other means with no reported patient harm. This report is being submitted after the device was evaluated on 17 may 2019, and found that the blades of the device were slightly extended from the distal tip, which has a potential to cause serious injury with recurrence.